Event description:
Clarification was received: the operating room staff confirmed that there was no patient harm. The drill burr (unspecified product) overheated; the burr was exchanged. Since the burr was suspected, the handpiece was not considered to be a complained device.

Manufacturer narrative:
B1- malfunction only, confirmed. B5 - update. According to the provided information, the gd450m handpiece is not related to the mentioned overheating. It seems that the used drill burr was the reason for that. The drill burr and handpiece were not returned to the manufacturer. An investigation was not performed. Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the burr overheated and burned the patient.